Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracic aortic aneurysm using two gore(tm) tag(tm) thoracic endoprostheses ((B)(4), (B)(4)). Prior to the implantation of endoprostheses, a surgical graft was anastomosed to the ascending aorta, and a complete debranching procedure was performed using the surgical graft. The two tag endoprostheses were then inserted and deployed in an ascending aortic approach. The patient tolerated the procedure. On (B)(6) 2010, the patient suffered from cerebral infarct, and treatment was given to the patient (detail of the treatment is unknown). On (B)(6) 2010, in a follow-up study, aneurysm diameter was 64 mm. The cerebral infarct still remained, and it was monitored. On (B)(6) 2010, the patient expired due to the cerebral infarct. No further information is available.